Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the scs system was not providing the patient effective stimulation. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was explanted and the lead left implanted. The patient underwent a drg trial which was successful and the drg permanent system was implanted on (B)(6) 2017.